Manufacturer narrative:
(B)(4). Investigation summary: this is an analysis of three photos and one video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first and second photo shows tissue with slight bleeding and a surgical instrument on a screen. The third photo shows tissue with slight bleeding on a screen. The video shows tissue with slight bleeding and a surgical instrument. Also, it was observed that a transparent liquid was applied into the tissue. Based on the photos and the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
Post-op bleeding. It was reported that the surgery was completed without any issue. However, after the surgery, the patient experienced hemoptysis in pacu. Gastroscope check found bleeding. Used clips to control bleeding.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: the reported tubular gastric bleeding event has been reported to the hospital as an adverse event in clinical practice, the update details were: the specific time of surgery was october 19, the surface of the stomach was intact, but the patient began to cough up blood after entering the resuscitation room, after gastroscopy, it was found that there was a large amount of bleeding in the inner wall. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.